Event description:
It was reported to philips that the patient was found lifeless in bed and an immediate resuscitation was started. The device did not discharge during use. Another defibrillator was obtained and the patient was able to be treated, however, the patient expired.

Manufacturer narrative:
The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site. Device logs, along with the patient event file (pef) were requested for review; however, were unavailable. As troubleshooting was not completed for the device and no logs or the pef could be obtained, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time.